Manufacturer narrative:
(B)(4). Catalog number is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced a stoma site infection in (B)(6) of 2019. The patient was treated with unspecified antibiotic. The peg site infection has now resolved.